Event description:
Baxter sweden received a report that an intermate had cut tubing before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue was investigated through corrective and preventative action (CAPA). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition was confirmed as a broken distal luer via photographic evaluation. The exact root cause was not identified. No additional observations were noted from the photo. No repair was done, as this is a single-use device which will be discarded.